Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. Unable to perform the occlusion, prime or excessive no delivery alarm tests due to the alarm. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads, a missing end cap sticker and a broken belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump does not deliver insulin. Customer indicated that the infusion set was changed to try to resolve and a bolus was administered but insulin did not deliver and the cannula was not bent. Customer does not recall any significant events leading to the error. Customer's blood glucose was 311 mg/dl at the time of incident and indicated that was high. Troubleshooting was done for error and the high pressure test failed and no alert or alarm sounded to notify the customer of an error. The customer was advised that the device would be replaced and to return the product for analysis.